Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 978b128, lot#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had return of symptoms three days ago. Patient said has started peeing during the night. Patient said it is a tinkling only. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as handset isn't responsive and unable to make any adjustments at this time. Patient to make an adjustment after receiving replacement handset. Additional information was received 2022-03-14 and it was reported that the reason for loss of therapeutic effect was determined to be a loose lead. Patient had weight loss surgery which then caused the ins to start moving around and they took an x-ray maybe a month ago which determined the lead was out of place. Patient has scheduled replacement surgery with managing physician. Patient was also calling to ask if patient services could remotely put their ins in MRI mode as they have misplaced their handset. Reviewed MRI mode can only be activated in person using the patient or clinician apps. No further complications were reported/anticipated at this time. [See (B)(4) for handset issues].